Event description:
A patient reported experiencing inaccurate low results using a lifescan meter. The patient's blood glucose results were 88mg/dl (meter), 133mg/dl (lab). Tests were done within 11-20 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes it was documented that, "solution test 144 (113-152)".